Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the patient experienced a vasovagal episode with asystole for a total of 15 seconds. The patient recovered spontaneously as soon as the novasure device was removed and was hemodynamically stable with regular cardiac rhythm immediately post-event. Post-op orders planned for the patient to be discharged home later the same day, and for anesthesia to brief the patient on the event to be aware for future medical procedures and anesthetic.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.